Event description:
It was reported to fresenius (via voluntary medwatch report mw5175806) that the hemodialysis (hd) patient was in treatment utilizing the fx coral fx80 when they reported shortness of breath. Additional information was obtained through follow-up with the clinic manager. The patient was scheduled for a regular 3 hour and 30 minute hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 122/69, heart rate (hr) 73, and respirations (r) 18. The patient was initiated on treatment at 12:00pm utilizing the fx coral fx80 dialyzer. At 1:03pm the patient¿s vital signs were bp 96/60, hr 76, r 20. At 1:05pm the patient reported shortness of breath. The event was classified as a dialyzer reaction. Treatment was discontinued and the patient¿s blood was returned. The patient was administered 250ml ns 0.9% IV and 2l o2. The patient was discharged to home in stable condition from the clinic. The patient did not require hospitalization for this event. The patient has since been transitioned to a new dialyzer with the gambro revaclear 300 which has resolved the patient¿s issues.